Event description:
During use of mynx control vascular closure device (vcd), the mynx control was placed into the sheath and the tip of the sealant sleeve split and the sealant was exposed. The sealant got exposed to fluid and swelled. There was no patient injury. They pulled another 5fr mynx control vcd and hemostasis was achieved. The patients outcome was successful. The vcd storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves after removal from the package. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. The mynx control was placed into the sheath and the tip of the sealant sleeve split and the sealant was exposed. The sealant got exposed to fluid and swelled. Another 5fr mynx control vcd was used to achieve hemostasis. The vcd is available for analysis. O other information was provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2206003 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of mynx control vascular closure device (vcd), the mynx control was placed into the sheath and the tip of the sealant sleeve split and the sealant was exposed. The sealant got exposed to fluid and swelled. There was no patient injury. They pulled another 5fr mynx control vcd and hemostasis was achieved. The patients outcome was successful. The vcd storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves after removal from the package. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. The mynx control was placed into the sheath and the tip of the sealant sleeve split and the sealant was exposed. The sealant got exposed to fluid and swelled. Another 5fr mynx control vcd was used to achieve hemostasis. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 & 2 remained in the manufacturing position with the stopcock closed. The syringe was not returned with the device. The sealant remained in manufacturing position not exposed to blood and the sealant sleeve assembly was observed to have been severely kinked/bent as received. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was not frayed/slit/torn but severely kinked/bent was observed. A product history record (phr) review of lot f2206003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.